Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a jump in threshold values and impedances measurements on the right ventricular (rv) channel. Upon review, the rv threshold measurement showed signs of retrograde conduction, which could be possibly a lead dislocation. Technical services (ts) recommended to perform x-ray imaging. There were no signs of lead integrity issue. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a jump in threshold values and impedances measurements on the right ventricular (rv) channel. Upon review, the rv threshold measurement showed signs of retrograde conduction, which could be possibly a lead dislocation. Technical services (ts) recommended to perform x-ray imaging. There were no signs of lead integrity issue. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.